Event description:
It was reported that the customer experienced a high blood glucose level, with the exact value being unknown, as it was displayed as "high." Cause was not known. To address the issue, the customer administered a correction bolus using the pump and intended to bolus additional units with the guidance of technical support, suggesting future follow-up if the blood glucose level did not stabilize within a few hours. The customer did not require a supplies or system check at that time.